Manufacturer narrative:
Additional information: no difficulties were noted when removing the protective sheath/stylette of the device. Additionally, the inflation device remained on neutral pressure during delivery of the device. The stent interacted with an accessory device during the procedure, specifically a non-medtronic guide extension catheter (gec). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure an attempt was made to use two onyx frontier coronary drug eluting stents when the devices became dislodged in-vivo during delivery to/at lesion. There were no issues noted when removing the devices from the hoop/tray. The devices were inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The lesion being treated was a severely tortuous, moderately calcified lesion located in the mid right coronary artery (rca). The devices did not pass through a previously-deployed stent. Resistance was encountered when advancing the devices, and excessive force was not used during delivery. The stents were not removed from the patient. With both stents, the stent was re-wired and deployed using multiple balloons and additional same size stents. New stents of the same size were placed. Patient now has double layered stents in 2 portions of the rca. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Additional information: it was stated that it was possible that the non-medtronic 6f gec may have contributed to the stent dislodgements but this was not confirmed. Correction: annex f code. D6a. Implanted date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.